Manufacturer narrative:
Date of event: unknown, the exact date was not provided, but the account commented that the lens opacities were noted in 2011. If implanted, give date: unknown, the exact date was not provided, but the account commented that the lens was implanted in 1997. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that bilateral intraocular lens (iol) implantation was performed in 1997. Reportedly both lenses developed opacities (noticed in 2011) causing decreased vision. Visual acuity pre-op: od (right eye) - 20/60, os (left eye) - 20/80. Best visual acuity post-op: 0.4 both eyes. Yag (yttrium aluminum garnet) laser was done in 2011. Additional information was received and it was learnt that the patient is coping with the lenses but they are still causing decreased visual acuity. The lenses remain implanted. No further information was provided. Two (2) mdrs will be submitted for the event. This report is to record the lens with serial number (B)(4). A separate report will be filed for the lens with serial number (B)(4).